Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing low blood glucose levels reaching 44 mg/dl approximately every day at 11pm. Customer stated they believe their basal rate needs to be adjusted. Customer stabilized blood glucose levels with candy and juice. Recommendation was made to discuss diabetes management with customer's health care professional.